Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 29-nov-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath small and a hemostatic valve separation issue occurred. Before the procedure started, it was noticed that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath small was leaking back saline fluid. The carto vizigo¿ 8.5f bi-directional guiding sheath small was replaced and the issue resolved. The procedure continued. Additional information 9-nov-2021: there was physical damage on valve/hub. The valve came loose inside the hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve became detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 0. No medical intervention was required to stop the bleeding. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. Before the procedure started, it was noticed that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking back saline fluid. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced and the issue resolved. The procedure continued. Additional information: there was physical damage on valve/hub. The valve came loose inside the hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve became detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 0. No medical intervention was required to stop the bleeding. The device evaluation was completed on 01-dec-2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).